Event description:
Reportedly, patient presented routinely in clinic. On interrogation device found to be not capturing on right ventricular lead. Multiple programming changes attempted without success. Device explanted, along with lead and replaced with another livanova system. The subject device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, patient presented routinely in clinic. On interrogation device found to be not capturing on right ventricular lead. Multiple programming changes attempted without success. Device explanted, along with lead and replaced with another livanova system. The subject device will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, patient presented routinely in clinic. On interrogation device found to be not capturing on right ventricular lead. Multiple programming changes attempted without success. Device explanted, along with lead and replaced with another livanova system. The subject device will be returned for analysis.